Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected pump error 23 alarms, pump error 15 alarms, pump error 4 alarms or bolus stopped alarms noted during testing. Pump error 4 followed by a pump error 15 was present in the pump history file, problem isolated to electronic assembly. Programmed multiple boluses and monitored; all bolus deliveries were shown properly in the daily history screen. No bolus anomalies noted during testing. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly damaged keypad overlay texture at left edge of overlay and peeling end cap address label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.